Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an occlusion alarm occurred. The customer's blood glucose level was 180mg/dl. A system check was performed and the pump performed as intended. No damage was noted to the cannula. Reportedly, the pump is kept inside the customer's pocket. Tandem technical support advised the customer to wear their pump in a case to prevent temperature changes.